Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed a rise in power consumption and multiple high watt alarms for the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller. Functional testing was not performed as the driveline was cut too short during explant procedure to be able to conduct a functional testing. Considering that the returned device passed functional examination, the friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that patient called on (B)(6) 2016 in the morning complaining of iced-tea colored urine. Patient was admitted with ldh (lactate dehydrogenase) 2059, pfh (plasma free hemoglobin) 190 and gross hematuria. Patient experienced two high watts alarms last night. Patient taken to the operating room on (B)(6) 2016 for rvad exchange without issues. Pump explanted. Patient remains in the hospital. Investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though root cause of the reported event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.